Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit due to the unexpected stress being applied to the camera head by the user handling.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the image of the subject device was abnormal. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the image of the subject device was not displayed, and also found that the camera cable was twisted and deformed.